Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located at the severely calcified and severely tortuous unspecified artery. While advancing a 2.00mm x 15mm emerge balloon catheter used for pre-dilatation, a resistance was encountered and the device was unable to cross the lesion. At an unspecified time during the procedure, the balloon ruptured at unknown pressure. The device was removed intact from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient status is good.